Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 154704: 41 items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, 35 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by vice technical director on (B)(6) 2018. The inner packaging is confirmed to be broken, as it could be seen also from the pictures provided at the moment of the notification. It is the first time that this failure is observed on this implant. It is likely that the implant has been manipulated in the wrong way or dropped.

Event description:
When the femoral component was opened, it was noticed that the internal packaging was cracked. The surgeon used a secondary implant completing successfully the surgery.

Manufacturer narrative:
Visual inspection performed on the 28 september 2018 by medacta washing & packaging manager. After the inspection of the received packaging I confirm what reported in the preliminary investigation.